Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from severe central tricuspid insufficiency, predominantly posteroseptal in the area of the pm lead. It reclines the septal leaflet in its posterior portion. The patient was diagnosed with left pleural effusion. There was hydrosodium depletion due to right heart decompensation from severe secondary tricuspid insufficiency in the context of a restricted valve on a pacemaker lead. The patient had 8 sec pause due to over-detection of atrial activity. The investigator assessed this event as possibly related to the patients medical history. The patient was hospitalized. For diagnostic reasons, echocardiogram was done. Pulse generator was reprogrammed (pm set in voo mode at 60/min). Rv lead was explanted and implantation of a lv lead in the coronary sinus was done. Should additional information be received, this file will be updated.